Manufacturer narrative:
The bed was tested per quality control procedures on (B)(4) 2010 and met specs. The bed was placed with the pt on (B)(4) 2010. The buckle was successfully disengaged and replaced at the healthcare facility and evaluated by the kci service consultant. Testing of the buckle concluded that the orange pushbutton was stuck in the depressed position and would not allow the buckle to disengage. Kci was unable to confirm if this damage occurred at the facility during use or some other time.

Event description:
On (B)(6) 2010, the nurse reported that the orange button on the chest buckle will not disengage. The buckle was replaced by kci personnel. There was no reported injury.